Event description:
Rptr became aware of some issues with this IV catheter and called the bbraun consumer products info line in 2001. Rptr spoke with rep who declined to answer any of the questions that rptr had regarding the use of this product with high pressure devices or its FDA approval for use with the same. The next month, rptr received a letter from mgr of critical care engineering stating that according to their independent testing, the catheter should not leak in high pressure situations. They did not comment on FDA approval for its use, and would not comment further. In 2002, rptr spoke with one of their nurse educators who contacted the hosp's risk mgmt dept. B braun then replied to their queries, stating that the FDA has never required nor requested that the catheter be approved for use with power injectors, pressure bags or rapid infusers - pressures up to 300 psi-applications that they frequently employ in their hosp.